Event description:
It was reported that the surgeon found it difficult to load the back haptic of an aq2010v silicone three piece lens into the cartridge. There was no patient contact. Another lens was implanted. The reporter stated the surgeon felt the lens was defective.

Manufacturer narrative:
Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found.